Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery. The 3.0x23mm xience alpine stent was deployed; however, a dissection was observed at the distal edge of the stent. Another 2.5x23mm xience alpine stent was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.